Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/15/2016 with the following findings: investigation revealed a cracked battery compartment above the grip pad. Unrelated to the complaint, the audio bolus button cover was found to be lifted. The owner's booklet instructs the user to contact animas if the user identifies or suspects the pump is damaged and warns that removal of the audio bolus button could damage the pump and effect the integrity of the pump and compromise the pump's waterproof capabilities. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment on the above the grip pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.